Event description:
It was reported that the surgeon had a patient return after five weeks presenting with synovitis. The calaxo interference screw was completely disintegrated. No other information is available at this time.

Manufacturer narrative:
No product is being returned for evaluation. Reinforced surgical technique to customer. 2007.